Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was charging a lot more often. The patient reported that his skin becomes hot while recharging about 40 minutes after starting the session, and the patient reported it feels like an iron on his skin, and was very uncomfortable. The patient was told by his healthcare provider (hcp) to call the device manufacturer. It was reviewed that programmed parameters affect recharge intervals. The patient frequently changed settings, and reported turning stim down at night. The patient stated that the ins is always charged to 100% full. Charging best practices were reviewed. The patient stated he did not charge near blankets, pillow or heat sources. Patient was issued a new recharger. There were no reported complications and no further complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's battery was going bad and they had to charge it everyday.